Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported 'pump is shutting down during infusions after running infusion test' which was not reproduced. The reported condition was not verified. Evaluation did not reveal a device malfunction related to the failure. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was shutting down during infusions at the pulmonary care unit. There was no patient involvement. No additional information is available.